Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch when charging despite being in room-temperature conditions. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, an occlusion alarm occurred. The customer cleared the alarm to resolve the issue. Additionally, the insulin gauge was inaccurate. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose ranged between 160-337(mg/dl).